Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l9m9, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the ins and lead were explanted on 2014-(B)(6). The entire device was removed per the patient's request. A device flip was confirmed with an exam and the cause of the flip was a pocket issue. The pocket was too large. The patient complained of intermittent pain. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient recovered without permanent impairment.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) may be flipped and the patient had a shocking or jolting sensation. The patient had nothing but problems with their device. Then they ended up having stomach problems and lost a lot of weight and the patient couldn¿t get a hold of their manufacturer representative. The device was flipping out and it was not in the fat pocket anymore. When the patient lied on the bed or sat, it flipped to the side where it was bulging out of the skin. It had been doing that really bad the last month. Normally the patient could get it to go back in and it hurt and was excruciating. This morning was the worst the patient had and they finally got it back in now. The patient had surgery set up in 6 days to get it taken out, but the patient wanted to know what to do in the meantime to keep it from popping out until the surgery. The patient felt a shocking sensation like with their tens unit and it was like a heartbeat or shocking. The patient wanted to know if that could be because the wires had ruptured. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.